Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient's pharmacist contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verio2 meter read inaccurately high compared to another device (unknown brand). The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2016 at about 10:00am. The reporter claimed the patient obtained blood glucose readings of "231 mg/dl" with the subject meter and "70 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The reporter stated that the patient manages her diabetes with oral medication, diet and exercise and claimed the patient skipped her dose of oral medication (2 pills of metformin and glibenclamide 5mg) at 12:00pm in response to the alleged issue. The reporter stated that 4 hours after the alleged issue began the patient developed "hypoglycemia" and experienced symptoms of "cold sweat and vertigo". The reporter claimed the patient treated herself with sugar in response to the symptoms. The reporter claimed the patient's blood glucose was tested on another device (unknown brand) at 6:28pm and a result of "97 mg/dl" was obtained. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr confirmed the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. The csr walked the reporter through a control solution test and the result fell outside the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate high result with the subject meter.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Narrative should have stated a device history record review was performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.